Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include: mnh, mn,I kwq, kwp. The implemented investigation has confirmed that the transverse, cross-linking, clamp is indeed not functioning correctly. Tests have shown that the internal pin has not been positioned correctly, with insufficient depth, and as a result can only be moved within the hole or not at all. It is assumed that a step during the production process was implemented incorrectly. This is a production fault. The fault has not been recognized during the check. The problem has been identified and an identification for the affected lots has already been initiated. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
The transverse clamp provided an inadequate clamping function. This is 1 of 1 report for complaint (B)(4).